Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) indicated the patient was receiving intrathecal unknown baclofen 250 mcg/ml at 33 mcg/day via an implanted pump for non-malignant pain. The pump was eroding through the skin to the point where part of the device was visible. The pump was explanted on (B)(6) 2021 with plans to re-implant in the future. Environmental/external/patient factors that may have led or contributed to the issue included the patient had a difficult home life and changed care routinely. The patient was moved frequently to different group homes where patient care was lacking. It was asked but unknown if diagnostics/troubleshooting was performed. Actions/interventions included surgical intervention. The physician removed the pump but left the catheter in place and planned to connect it to a new pump in the future. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ the patient¿s weight and medical history were asked but unknown.